Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced prophylactically. No device malfunction was observed. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with the battery voltage above elective replacement indicator (eri) level and no anomalies were revealed on the header that are related to the field concern. After all electrical tests were performed, including thermal and mechanical stress tests, the device exhibits normal device characteristics with the battery voltage above eri level. A longevity assessment was performed, and the device was in the normal range of operation with the appropriate remaining longevity.